Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an anterior hip replacement procedure, the cartridge blade broke at the cutting end. It was also reported that there was a delay of approximately 30 minutes. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an anterior hip replacement procedure. The cartridge blade broke at the cutting end. It was also reported that there was a delay of approximately 30 minutes. It was further reported that there were no adverse consequences and the procedure was completed successfully.